Event description:
During manufacturer review of a patient's vns programming history, it was noted that the patient's vns settings were changed on the visit of (B)(6) 2009 to 0ma/30hz/500pulsewidth/30sec on/60min off. Settings were changed to 1.5ma/30hz/500pw/30sec on/60min off before patient left the office. The off time was not corrected until (B)(6) 2010.

Manufacturer narrative:
Analysis of programming history.